Manufacturer narrative:
Therefore, because this event resulted in a serious injury. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a waveone gold file separated. The patient's tooth was extracted.